Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep reported that the patient was implanted in 2021, and since then the implantable neurostimulator (ins) gets hot when recharging and it is uncomfortable for the patient. The patient has tried changing the charge level to 3, 2, and 1 but the patient experiences the same level of heat during the charging session. The patient does not put the recharger in the drape for the charging session, but they hold the recharger over the implant. The patient does not want to charge any longer and may work with the doctor on replacement.  The rep asked what troubleshooting could be conducted. Tech services reviewed charging considerations. Rep will follow-up with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient said the old style charger did not seem to cause the heating sensation. The patient stated they felt the same heat regardless of the charging speed. According to the patient even if they were able to figure the issue out, they were requesting the battery be replaced with a non-rechargeable system partly because of the issue but also because she does not have time in her schedule to maintain the charging. It was reviewed that since there is no change using the different charging speeds that it could be the weight of the charger causing a sensation of heat so could be a positional issue and not a heating issue. The rep offered to perform patient education and troubleshooting, but the physician said to hold off right now because they are going to meet as a team to discuss options of changing her device out to a non-rechargeable.